Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the minicap transfer set and the titanium adapter. This was identified during use for peritoneal dialysis therapy. The titanium adapter remained in use. There was no allegation against the adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.